Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. Due to poor vessel condition in the right transfemoral (tf) access, the valve could not pass through. The valve capsule of large flexnav delivery system was damaged (folded). As a precaution, the valve and delivery system were replaced with a new 27mm navitor vision valve and large flexnav delivery system. The access route was changed to the left tf. The procedure was successfully completed without any adverse health effects to the patient. There was no delay in the procedure. The patient was reported stable.

Manufacturer narrative:
An event of advancement difficulty through patient anatomy and valve capsule deformation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on available information, the valve capsule deformation appears related to procedural factors associated with advancement difficulty. However, the root cause of the advancement difficulty could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.